Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the unit was not heating during humidification treatment on a patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The returned device is not a teleflex product; therefore, the complaint will be voided.